Manufacturer narrative:
(B)(4). Intimal dissection is listed in the xience prime everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported that on (B)(6) 2014, the patient was hospitalized due to unstable angina. On (B)(6) 2014, troponin I remained elevated. On (B)(6) 2014 during a distal right coronary artery (rca) stenting procedure, a dissection was noted in the mid rca. A 3.0x28mm xience prime stent was implanted, successfully treating the dissection. During this procedure, including the stent in the mid rca, 6 xience prime stents were implanted. On 01/18/2014, troponin I was noted to be elevated and the patient was discharged. There was no additional information provided.

Manufacturer narrative:
(B)(4). Concomitant products: stent: xience prime (4.0x15mm, 3.5x23mm, 2.75x18mm, 3.0x28mm); other: aspirin, clopidogrel. The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.